Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump failed the occlusion test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case, cracked plunger case, a missing tamper seal, and a cracked ear clip. Check clutch error was found several times in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the worn-out clutch halves, lead screw, and broken/cracked carriage were the root cause of the issue. The clutch halves, lead screw and carriage were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D9 - date returned to mfg: 1/2/2024